Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the white lumen would not work is confirmed, and the cause is determined to be supplier related. The device returned was one hickman dual lumen catheter. Visual observation found that the catheter ended a short distance after the cuff. Functional testing found the red lumen could be flushed, and aspiration was possible through this lumen. Neither flushing nor aspiration was possible through the white (small) lumen. However, when flushing through the white lumen, an aneurysm was found in the catheter directly distal to the bifurcation and the lumen did not allow passage of infusate. The catheter was sectioned gradually into the bifurcation, at which point it was found that aspiration was possible. Each of the segments was found to be easily flushed through the white lumen. Microscopic evaluation found a region within the bifurcation in which the white lumen was significantly constricted due to white material within it, apparently manufacturing material well molded to the inside of the lumen. According to measurements, the larger lumen was also somewhat constricted. Also noted was a leak path leading from the tubing/bifurcation joint on the white lumen side to the point of aneurysm between the inner tubing and the outer sheath just distal to the bifurcation. Therefore, it is evident that infusate had preferentially flowed through this space rather than through one or both catheter lumens. The resistance to flow occasioned by the extra material within the white lumen had apparently caused a redirection of flow into the path of least resistance, causing an aneurysm between the outer sheath and inner tubing. The catheter was sent to the manufacturing facility for further review, where it was determined that the problem was within the bifurcation, which is supplied first from the original manufacturer to bard (B)(4), from (B)(4) to (B)(4), and from (B)(4) to (B)(4) for final assembly. The molding issue is believed to be related to manufacturing processes prior to those performed by bard. The complaint is therefore supplier related. A lot history review (lhr) of huat0687 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed and after, aspiration was successful. It was stated that the white lumen was not working. Catheter was replaced over the wire. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huat0687 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was placed and after, aspiration was successful. It was stated that the white lumen was not working. Catheter was replaced over the wire. No harm to the patient was reported.